Manufacturer narrative:
Complaint will be elevated for investigation.

Event description:
The customer identified a diluent spill while using the alinity m system. The customer noted the issue was identified when an error occurred (ec 5020-mdb1) and the technician went to empty the amplified waste. The customer stated that the spill had reached outside the drawer and was on the floor outside of the instrument but he was able to clean up the spill with paper towels and ethanol so that it would not effect the working enviornment. The customer stated that the spill seemed to originate from the diluent reservoir housing but did not see if the tubing had disconnected or if it was damaged in any way. Upon inspection by a field service engineer (fse), the leak was determined to be related to ebv and was limited to within instrument system solutions drawer at inspection, originating from cradle vent line. The fse also tested diluent the float sensor and identified the sensor was reading a maximum of 70 instead of ~1000. The customer was wearing appropriate ppe at the time of incident. No reagent exposure occurred.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).